Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported physical damage on the cycler that appeared to be melted. It was reported that the area of the cycler near the silver heater tray was melted and discolored. The cause of the damage was unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow-up with the pdrn, it was stated that the paint of the cycler near the heater tray had rippled paint due to heat. It was confirmed the patient was not in treatment when the issue was noticed. The patient has not missed any treatment. There was no injury, adverse event, or medical intervention required as a result of the reported event. The patient has received their replacement cycler and the old cycler was returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation a visual inspection of the returned cycler exterior showed that the paint was flaking and discolored on the heater tray. There was damage to top, left corner of front panel assembly bezel. The reported issue was confirmed. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cycler passed the temp test, heater test, and heater calibration diagnostics checks. The mushroom head check passed. The cycler tested negative for glucose. A post-accelerated stress test (ast) 2-hour 15-minute 8500 ml treatment was performed and passed. No fluid leaks in the test cassette during the treatment test. There were no indications of the heater tray overheating during the treatment test. The internal inspection showed no indications of fluid or dried fluid in the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.